Event description:
The customer reported that when the cine replayed on the monitor at the workstation, the cine stopped and the system hung up. No pt injuries were reported.

Manufacturer narrative:
(B) (4). The plan to check the system is currently under negotiations with the customer.